Event description:
It was reported that the device needs repair. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found the device in good condition with no physical damage. During the functional testing, a cassette not connected alarm was found. It was unknown what caused the alarm. The dso sensor was found to be non functional and was replaced.